Event description:
A malfunction alarm on the pump was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, and the customer successfully reset the pump, with no recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue recurred, which they acknowledged and understood.